Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device implant procedure, ventricular ectopy was observed. Lead was repositioned and the pocket was closed. Post procedure, lead dislodgement was observed on the rv lead. Patient was asystolic. The cause of the lead dislodgement is unknown. Patient was placed with a temporary external system. Patient underwent further surgery due to lead dislodgement. Lead was explanted and a new lead as implanted. Patient was stable post surgery.